Event description:
The customer reported to philips healthcare that the heartstart xl "does not record derivations". There was no reported patient impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.